Event description:
A patient who presented for an ercp procedure; underwent the procedure and after the procedure concluded, the patient was removed from the procedural suit and transferred to the endo pacu. The rn in the role of the tech initiated the equipment assessment and recognized the disposable scope cap from the tjf-q190v duodenoscope was missing post patient removal from the procedural suite. The patient was returned to the procedure room; the scope cap was retrieved from the stomach. Post procedure the proceduralist & anesthesiologist deemed the patient clinically stable with no unintended complications.